Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6 investigation summary the product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the aiming arm radiolucent had the center part (subcomponent part number: 60228934) broken across the pin, fragment was received in the evidence provided. No other issues were found. Additionally, pictures were reviewed for investigation and confirms the broken condition at the center part of the device. The device has signs of normal use/wear and no evidence of hammer marks were observed, therefore, a potential cause cannot be established with the provided information due to be a multifactorial issue. Rfn-advanced retrograde femoral nailing system surgical technique guide was reviewed. Following relevant statements were found. Connect the aiming arm: attach the aiming arm to the insertion handle, by sliding the aiming arm into the hook end of the insertion handle and then rotating the aiming arm towards the insertion handle, such that the latch on the aiming arm connects to the insertion handle. Precautions: -do not exert forces on the aiming arm. These forces may prevent breakage of the device. Based on the investigation findings, the primary cause was related to the users hammering with the aiming arm in place or actually hitting on the aiming arm. A dimensional inspection for the aiming arm radiolucent was not performed due to post manufacturing damage. The overall complaint was confirmed as the observed condition of the aiming arm radiolucent would contribute to the complained device issue and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Drawing/specifications reviewed? Reviewed dimensional inspection: n/a device history part number: 03.233.006-us lot number: 6553p30 manufacturing site: hägendorf release to warehouse date: 30-jun-2023. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6), 2023 during intramedullary nailing (imn) femur procedure, the first screw was inserted through the targeter then took a lateral. It was at that time that it was noticed the screw missed the nail completely and was nowhere near the anticipated trajectory. After inspecting all possible causes, it was noticed that the aiming arm was broken. A 2nd set of retrograde femoral nailing system (rfna) instruments was opened and were already sterile to continue with the procedure. Surgery was completed successfully with a surgical delay of 5 minutes. This report is for one (1) aiming arm radiolucent. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D9: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.